Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported the locking pin of the uni2 total wrist sys's broach handle broke during wrist surgery. There was no injury to the pt. Surgery time was increased by 1 minute. Add'l info was requested by integra.